Manufacturer narrative:
B5; additional info received; it was confirmed that there was strong resistance during delivery of the ettf2828c70ej and that it advanced further proximally than the intended target area but the position was adjusted and it was ultimately placed at the intended target location. Per the physician opinion, the sizing of the sheath and endurant (both 18fr) didn't contribute to the event. There was no resistance felt in the external slider. The hydrophilic coating was activated per IFU medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A sentrant sheath was used during the implantation of an ettf2828c70ej stent graft. It was reported that during the index procedure when using the sentrant to deliver the ettf2828c70ej, abnormal resistance was felt both during delivery and deployment of the ettf2828c70ej. During deployment, the device tended to advance forward, possibly due to the tightness of the sentrant¿s valve. No cause was provided. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis the device was received for analysis with an obturator loaded, the obturator could be removed with no issues. The device was flushed with no issues noted. An in-house 18 fr delivery system was loaded with no issues noted. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.